Event description:
It was reported that the insulin pump alarmed no delivery without an audible beep. The blood glucose reading was 326 mg/dl, which was treated with a bolus. The customer's wife declined troubleshooting for no delivery because it was found that the reservoir was empty. She noted that she and the customer could not hear the beeping noise. She stated that the beep settings were set to medium. Upon troubleshooting, it was found that the insulin pump passed the self test and that it did vibrate during the test. Advised the customer to monitor the insulin pump and consult a doctor regarding her question about calculations with insulin. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.